Event description:
The user reported that, during case staff ran 3 synchronized cardioversion and on the 3rd one it failed. No error messages in status log. The user reported that a patient was involved, however no patient was harmed reported to philips.